Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) checked the error log and found no critical errors. The fse found that the right master tool manipulator (mtm) grip would not go in the homing position. One grip pad was upper, and the other grip pad was lower. The grip home position was horizontal normally. The right mtm recently finished calibration. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted duodenal polypectomy surgical procedure, the right master tool manipulator (mtm) would not go to homing position. The customer needed to rotate the mtm 90 degrees to restore the homing position. This occurred several times. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked if the issue occurred on the same universal surgical manipulator, but the caller was not on site during the call. The customer completed the procedure by converting to laparoscopic surgery. There was no injury to the patient reported. Isi followed up with the isi clinical sales representative and obtained the following additional information: the surgeon converted to laparoscopic surgery as they did not feel comfortable controlling the master tool manipulator. There was no increase in port size or additional ports placed as a result of the conversion. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator involved with this complaint to perform failure analysis. The master tool manipulator was analyzed and the reported failure was reproduced during visual inspection. The complaint was confirmed based on field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.